Event description:
It was reported to MFR that the vns pt was having surgery to remove the recently implanted generator due to an infection. Good faith attempts to obtain additional info from the surgeon have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization of the generator prior to distribution.